Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017; model: t505c227, tissue valve; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead displayed possible atrial undersensing. Follow up was completed and the allied health professional (ahp) indicted the patient has not been seen in office yet and no reprogramming has been completed. Ahp stated they will complete in office testing and make any necessary changes at that time. The lead remains in use. No patient complications have been reported as a result of this event.